Manufacturer narrative:
B3- date of event - estimated. H3 device eval by MFR:analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the reported air ingress allegations. Inspection of the hemostatic valves observed surface irregularities on the inner face of the internal valve.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive steerable sheath clear began to draw air shortly after insertion into the patient. Despite repeated aspirations, the operator was unable to reliably clear the faradrive steerable sheath clear of air. A fluid leak was also noted. The procedure was successfully completed with a new faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive steerable sheath clear began to draw air shortly after insertion into the patient. Despite repeated aspirations, the operator was unable to reliably clear the faradrive steerable sheath clear of air. A fluid leak was also noted. The procedure was successfully completed with a new faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory where it is awaiting analysis

Manufacturer narrative:
B3- date of event - estimated.